Event description:
The hosp reported that the front bezel had failed. The unit automatically entered the battery test mode when it was powered on. It was not possible to enter the manual or AED mode. There was no report of pt involvement.